Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl. The customer was assisted with troubleshooting. The customer was rewinding the insulin pump and the bottom came out. Customer stated that drive support cap was sticking out. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received unable to performed the displacement test due to loose drive support disk and detached end cap. The p-cap locks into the reservoir compartment properly noted.